Event description:
Patient said the cause of the leads being in the wrong place was a bad implanter. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt stimulation but it wasn't doing anything for their pain. After the patient had been sitting for a while they needed to bend/squat to get circulation into their legs because the pain was not being addressed. The patient had been to their healthcare provider (hcp) and 3 different representatives. The representatives changed programs for them and when they checked the device they told them everything looked fine. They were feeling stimulation in the correct location but the stimulation wasn't helping their pain whatsoever. They tried increasing the amplitude to the point where they feel like they're touching a wire but that didn't change their pain so they turned it back down to a comfortable level. No further complications reported. Additional information received from the consumer. It was reported that after 7-8 months, stimulation was (and still is) there but does nothing for their leg pain on all their programs. The stimulation had not been resolved. They were told to not use the unit for a few days and that after that it might work. No further complications reported. Patient reported that ins didn't give him therapeutic effect so he had a pump installed. Then he found out that his leads were in the wrong place so he had the 97715 and a new lead implanted.